Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A system controller exchange was requested due to membrane field notice list.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller was returned for evaluation due to being on the membrane field notice list. The returned system controller (serial number (B)(6) was visually inspected, and its membrane was not lifted. The controller was functionally tested and performed as intended throughout all testing. A log file was extracted from the returned controller, and the data revealed that the controller had not been put into use. The system controller¿s exchange was not correlated to a direct issue with the controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.